Event description:
It was reported that during a lobectomy, the manual release could not work. Another device was used to release the broken device from tissue and complete the case. No patient consequence.